Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely, the reported event was caused by breakage or disconnection of the image sensor unit, due to stress from repeated use, external factors, handling or a defect in the components mounted on the electric circuit board (such as the integrated circuit chip and capacitor). The event can be detected, by following the instructions for use (IFU), which state: 1 observe, the palm of your hand using the wli, nbi and rdi endoscopic images. 2 confirm, that light is output from the distal end of the endoscope. (See figure 3.23) 3 adjust the brightness level as appropriate. 4 confirm, that the wli, nbi and rdi endoscopic images are free from noise, blur, fog or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm, that the wli, nbi and rdi endoscopic images do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the connecting tube had a dent; the universal cord had a scratch; due to damage to the charge-coupled device unit, an e227 (scope communication error) occurred; and due to corrosion on the endoscope connector, an e227 (scope communication error) occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the bronchovideoscope was presented with defects in the bending section and insertion tube. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that error code message e227 (endoscope communication failure) occurred. This report is to capture the reportable malfunction of the error message e227 noted at estimation.